Event description:
It was reported that the event involved a patient with a diagnosis of coronary artery bypass graft and acute myocardial infarction. While in the cath lab the md inserted the sheath via the left femoral artery. The iab was prepped per instruction and given to the md to insert. The md and clinician noticed that the iab appeared to be unwrapped, however the md inserted the iab through the sheath and into position. The pump did not recognize the fiber optic sensor and as a result the md removed the iaba with the sheath as one unit. The md inserted another sheath and iab with success.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.